Event description:
Was received from the manufacturer representative reporting that the cause of the change in coverage after the fall was not determined. The change in coverage was resolved with the reprogramming.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies) and spinal pain. The patient reported a change in stimulation coverage for their low back and legs. Per the patient, they fell one week ago, landing on their back close to the incision site. The patient met the manufacturer representative and reprogramming of the stimulation was done to cover more of their low back and both the right and left leg. An impedance check was performed on the leads with no problem being evident. It was unknown at the time of the report if the issue had resolved with the reprogramming performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jul-06. The rep stated that the stimulation was no longer covering the painful area. The therapy related issue occurred suddenly. The implantable neurostimulator (ins) and lead were explanted and were returned for analysis. The patient recovered without sequela. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins functioned okay, there were insignificant anomalies, and a lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator (ins) was returned for analysis and the analysis is complete.